Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/23/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and the keypad was peeling. Investigation revealed that the ¿up¿, ¿down¿ and ¿ok¿ buttons were unresponsive while the contrast button was responding intermittently. Upon removal of the keypad, contamination was found under all the button contacts. Unrelated to this complaint, the display screen was dim and discolored when pump was power-up. The display was replaced with a test display, and the test screen was functioning properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.